Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic employee reported via 24 hour helpline sensor error alarm on the customer's insulin pump. Customer's blood glucose was 200 mg/dl. Troubleshooting was performed but not completed as connection was lost. Customer advised they had inserted the sensor and needle into their body and when they pulled it out the needle did not retract. Customer will be sent out a replacement sensor.